Event description:
It was reported that the patient has a heart block and experienced near syncope or syncopal episodes a couple of days after the implant and wasn't feeling well. These episodes caused the patient anxiety issues. The patient went to the emergency room (ER) and was then referred on to another hospital for a lead revision. The right ventricular (rv) lead had dislodged. Therefore the rv lead was revised and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.